Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed power system error alarm. Customer's blood glucose was 114 mg/dl. Customer had called before regarding the same issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. Unexpected error alarm power error detected alarmed while monitoring and multiple device alarmed error alarms noted in the format history file and error alarm was triggered when the lithium backup battery was less than indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Device was received with high sleep current measurement due to connector resistance issue. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.